Manufacturer narrative:
(B)(4). Concomitant product(s): a 131220411, lock screw 1.5x11mm; 131220157, 1.5mm lock plate t-shape small; 131220418, lock screw 1.5x18mm; 131220513, non lock screw 1.5x13mm; 131220518, non lock screw 1.5x18mm; 131220518, non lock screw 1.5x18mm; 131220520, non lock screw 1.5x20mm; 92-2006, stagraft dbm plus 5cc, 891210. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02386, 0001825034 - 2018 - 02385, 0001825034 - 2018 - 02388, 0001825034 - 2018 - 02389, 0001825034 - 2018 - 02390 0001825034 - 2018 - 02391, 0001825034 - 2018 - 02392. Not returned by attorney.

Event description:
It was reported the patient underwent initial right thumb carpometacarpal fusion. Subsequently, the patient was revised due to pain caused by implant fracture and non-union. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon investigation of the event, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical operative notes. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the complaint product was not returned, and examination of the product could not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.